Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): two days after connecting the pump to the pt, it was noticed that there had been no drug flow.

Manufacturer narrative:
(B)(40. The device is currently on shipping from (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.